Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's death. Lot released records were reviewed and the product lot met all acceptance criteria.

Event description:
The patient's daughter-in-law reported that her mother-in-law had passed away on (B)(6) 2015 due to complications of diabetes. Attempts were made to contact the patient's family to provide additional information. Messages were left, but they did not return the calls.